Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
During a glaucoma filtration device (gfd) implant surgery a surgeon reported the device was unable to be released from delivery system. The device was exchanged for another and the surgery was completed. Additional information has been requested.

Manufacturer narrative:
Product evaluation: eds wire was found slightly bent. It was not depressed in such an amount that would cause the shunt to be released from the eds. Difficulty in releasing the shunt under functionality test (eds trigger flexion test) was not observed. The root cause cannot be conclusively determined since no problem was found during sample testing. The manufacturer internal reference number is: (B)(4).